Event description:
It was reported that the shock energy was not enough. No patient involvement reported at this time.

Manufacturer narrative:
Pending.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the defibrillator capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.